Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to the appearance of oversensed noise across all channels that resulted in pacing inhibition and the delivery of inappropriate anti-tachycardia pacing (atp). Electromagnetic interference (emi) was suspected, and upon further investigation, it was determined that the reported noise occurred on the same day that the patient underwent a computerized tomography (CT) scan. Review of the presenting electrogram (egm) looked clean and all measurements were in range. However, the health care professional (hcp) mentioned that there was a recent programming change for this right ventricular (rv) lead from triad to rv-coil-to-can due to elevated shock impedance measurements. This crt-d system remains in service. No adverse patient effects were reported.